Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The electrical continuity testing passed. Engineering also found various scratch marks on the distal end of the main tube that showed light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The last finding was scratches on the surface of both of the distal pulleys. Engineering concluded that the damage to the main tube was likely due to mishandling. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported prior to starting a da vinci si surgical procedure that the 8mm fenestrated bipolar forceps instrument was not working. The surgical staff was unable to get the instrument seated on the robot arm and the light would not change from yellow. No missing or fallen pieces were reported.